Event description:
Our sales rep, reported that the patient had a gmrs prox tibia with a mrh femur that was done +- 2years ago. Doctor wanted to replace the bushings of the patient after the patient started complaining of pain and an unstable knee for the past 4 months. Apparently when doctor did the surgery, he found the ts stem was broken on the thread area and the mrh femur was completely loose.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem extender component fracture involving an mrs stem was reported. Based on the limited information provided, there is no evidence or allegation that the mrs stem component, that was implanted on the tibial side, contributed to the reported stem extender fracture (implanted in femur). Based on the provided information, there is no indication that the product reported in this investigation contributed to the event. Review of the device history records: records indicate devices were manufactured and accepted into final stock with no reported discrepancies.

Event description:
Our sales rep, reported that the patient had a (B)(6) with a mrh femur that was done +- 2years ago. Doctor wanted to replace the bushings of the patient after the patient started complaining of pain and an unstable knee for the past 4 months. Apparently when doctor did the surgery he found the ts stem was broken on the thread area. And the mrh femur was completely loose.